Event description:
Customer reported implant #5 placed into site w/residual cyst/granulation tissue. Potential infected tissue remained in site after curettage of prepared osteotomy. Implant removal #5, alloplast. The site was grafted with allograft together with or previously to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.